Manufacturer narrative:
The pump had constant motor error alarm during rewind test due to corroded motor home switch. The pump was unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify unexpected restart alarm and prime fill anomaly due to motor error alarm. The electronic assembly had moisture damage. The pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's daughter reported via phone call of issues with the customer's insulin pump. The daughter states the customer's pump was stuck in prime loop. The customer's blood glucose level was 326mg/dl. The customer had been hospitalized for high blood glucose levels. Trouble shoot was conducted for prime anomaly. The customer was advised the pump would have to be replaced and returned for analysis.